Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Catalog number, serial number, lot number, expiration date, unique identifier (UDI) number, initial reporter and device manufacture date are unknown.

Event description:
It was reported that a demo 7 french low profile companion sheath separated while the device was being manipulating. Further inspection noted that the luer had a defect which affected the retention of the components. There was no patient involvement at the time of the noted issue.

Manufacturer narrative:
The investigation into the introducer damage ¿ mechanical issue has been completed since the original report was filed. The pump was returned, tested, and evaluated. All three sheath luers were confirmed to be crushed. The stack-up of the damaged parts could not retain the necessary components and resulted in the reported separation issue. The cause of introducer damage ¿ mechanical was a damaged luer lock connection from a vendor manufacturing machine misalignment.